Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured fusiform aneurysm measuring 10mm x 6mm in the supraclinoid segment of the left ica (internal carotid artery). It was reported that the patient had critical stenosis of the lcca (left common carotid artery); therefore, the lesion was angioplastied and stented prior to the aneurysm treatment. The patient was not on dual anti-platelet therapy. Following placement of the pipeline, a thrombus was noted to be forming within the device and the ipsilateral aca (anterior cerebral artery) was seen to be slower. Ten milligram of reopro was administered and flow through the device improved. No other injuries were reported with the patient as a result of the procedure.